Manufacturer narrative:
Explant date unknown. (B)(6). Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿improper selection¿of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿ and "the surgeon is to be thoroughly familiar with the implants and instruments, prior to performing surgery."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch:

Event description:
It was reported that patient underwent a total shoulder arthroplasty on (B)(6) 2013. After the procedure, it was discovered that the implanted polyethylene bearing was not the correct size. The patient was taken back into the operating room the same day and the surgeon performed a revision procedure to remove and replace the bearing with the correct size.

Event description:
It was reported that patient underwent a total shoulder arthroplasty on (B)(6) 2013. After the procedure, it was discovered that the implanted polyethylene bearing was not the correct size. The surgeon performed a revision procedure on an unknown date to remove and replace the bearing with the correct size.